Event description:
A 26mm diameter x15mm diameter x16.5cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient has a history of diabetes and coronary heart disease. At the time of implant the iliac arteries were reported to be significantly tortuous. At the 2 year follow up the left hypogastric artery was found to be chronically occluded and there was a type 2 lumbar endoleak noted with aneurysm expansion. It was elected to coil embolize the distal right hypogastric artery in an attempt to occlude and stop collateral flow to the aneurysm sac. The patient tolerated this procedure well. Eight months later, there was further slow anuerysm expansion due to a type 2 endoleak. A cta performed 14 months later demonstrated a prominent endoleak and there appears to be a modest increase in size of the native thrombosed aorta. Another cta performed 9 months later again demonstrated a prominent type 2 endoleak from a lumbar vessel with increase in the aneurysm size. A month later the stent grafts were successfully explanted and a dacron bifurcated graft was sewn into place. The patient was taken to the intensive care unit in stable condition. No additional clinical sequelae were reported. The explanted stent graft was returned to medtronic and its evaluation is pending.

Manufacturer narrative:
Evaluation codes: results: 100 other (pending explant analysis), 313 inherent risk of procedure (endoleak), 317 patient's condition affected effectiveness of device (type 2 endoleak). Evaluation codes: conclusion : 68 other (pending explant analysis),50 device failure/lack of effectiveness related to patient condition ( type 2 endoleak).